Event description:
It was reported "our policy in pediatrics is we always confirm with a cxr, even with sherlock confirmation prior to use. I was placing the PICC (3fr) using the pedi sherlock device. Sherlock showed green, despite PICC not being all the way in. I had measured at 21.5 cm and the IV team member I was working with measure at 22 cm, so we cut at 22 cm. After sherlock showed the green boxes and confirmed, we still had 3.5 cm exposed, and cxr was obtained. Sherlock can show initial placement as well as direction and making the turn, but we still obtain cxr. The patient had nsr when the PICC was placed. Again, PICC was secured with 3.5 cm showing and cxr showed it was in the brachiocephalic vein, not svc/caj. After cxr discovered it wasn't in the correct position, the md opted not to replace it or rewire, as the patient was not going on tpn. There were no complications other than the sherlock giving us the green boxes indicator demonstrating it was in the correct position. This is the second time this has occurred and unsure if it's the pedi sherlock that's the issue or the 3 fr PICC lines (I do not have the info from the previous one), or user error. Please note, both have been performed with experienced IV team members." There was no reported patient impact.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.